Event description:
It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, difficulty was encountered while advancing the guide wire through the device. The guide wire stopped at the area of the hemostasis valve located in the device just distal to the guide wire exit port. The wire was reinserted and force was required to complete the insertion. Hemostasis was achieved by the device. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.